Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a syringe 0.3ml 31ga 6mm half-unit 10bag had foreign matter during use. The following was reported by the initial reporter: "it was reported that pet owner reported having another syringe with liquid inside of it. Verbatim: pet owner reported having another syringe with liquid inside of it. Stated she also received her mk but the box looked like it had been cut open at usps. Confirmed she will be sending the mk back tomorrow. Reported same issue in (B)(4). Mk and replacement voucher sent out in that file."

Event description:
It was reported that a syringe 0.3ml 31ga 6mm halfunit 10bag had foreign matter during use. The following was reported by the initial reporter: "it was reported that pet owner reported having another syringe with liquid inside of it. Verbatim: pet owner reported having another syringe with liquid inside of it. Stated she also received her mk but the box looked like it had been cut open at usps. Confirmed she will be sending the mk back tomorrow. Reported same issue in cs0036428. Mk and replacement voucher sent out in that file."

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch # 0083507 all inspections were performed per the applicable operations qc specifications. There were two (2) notifications [200884826, 200884828] noted that did not pertain to the complaint.